Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed s233 (overtemperature-psc) and was hot to the touch. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use.

Manufacturer narrative:
Testing and investigation found after the device was powered on while charging the battery a s233 (overtemperature-psc) malfunction alarm occurred and the case was warm to touch. Additional testing found the device cooling fan was not rotating. The cause of the customer's reported s233 malfunction alarm and the device being hot to touch was due to a broken cooling fan. The broken fan was due to fan mishandling by the fan supplier. This report represents all the info known by the reporter upon query by hospira personnel.